Manufacturer narrative:
The results of this investigation concluded all three leaflets contained tears. There was fibrous pannus ingrowth on the inflow surface of leaflets 2 and 3. There was no acute inflammation or significant calcifications present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the pannus and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2013, a 21mm trifecta valve was implanted. On (B)(6) 2017, a torn cusp was suspected and the valve was explanted. A 21mm non-sjm valve was implanted.